Event description:
It was reported that the insulin pump did not deliver a bolus and the customer had high blood glucose because of that. Blood glucose value was 19 mmol/l. It was stated that there are no alarms and the bolus is not in the history of the insulin pump. Customer is fairly certain that the bolus amount was confirmed. Customer does not trust device. Nothing further reported.

Manufacturer narrative:
The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.